Manufacturer narrative:
The reported complaint was not confirmed, after the evaluation of the returned device. The complaint indicates ¿when the customer started therapy the pump could not take negative pressure, and did not trigger an alarm.¿ this is most likely because the system was holding the negative pressure. In addition, the customer replaced new filler and soft port, situation did not change. As part of the instructions for use (IFU) it is recommended to turn off the device for removing or changing the canister. There is no indication within the report if the device was off for the removal of the dressing and canister. An evaluation was conducted to the pump, as per "renasys go performance and safety check¿ (rq-05 [um01071], most current revision). A visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. The root cause for the reported issue could be one of many related to a pump response to a condition in the npwt system, not necessarily caused by pump. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for compliants recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device.

Event description:
When the customer started therapy the pump could not take negative pressure, and did not trigger an alarm. Despite the customer replaced new filler and soft port, situation did not change..